Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer cleaned all latches and applied carbon grease to all latch contacts and reseated all door controller connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.